Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed post-reset ram crc alarm and reported blank display. The customer¿s blood glucose level was 247 mg/dl at the time of the incident. Customer reports the pump was neither stored nor without a battery for more than 8 hours. After troubleshooting, the customer stated that the alarm occurred immediately after a battery change. Has not occurred more than once after a battery change. Customer stated to explain history pointers failed alarm. Customer advised to monitor the pump and call back it alarm happens again. The insulin pump will not be returned for analysis.